Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a low battery alarm. The root cause of the reported condition was determined to be a damaged main battery. The main battery was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
It was reported by the baxter service technician that a flo-gard infusion pump experienced a low battery alarm during device evaluation, interrupting delivery. There was no patient involvement. No additional information is available.